Event description:
It was reported a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further specified as the patient did not wear a mask during set up. The following day, the patient was hospitalized for peritonitis. The patient was treated for peritonitis with injection fortum 250 mg (frequency and route not reported) and injection reflin 250 mg intraperitoneally (ip) (frequency not reported). The patient remained hospitalized. It was unknown if the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The cause of the peritonitis was a use error reported to be a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.